Event description:
It was additionally reported that the driveline disconnect was confirmed to be associated with the patient attempting to exchange their controller. The vad was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. Data from the reported event date 09jul2025 was reviewed and the pump maintained a speed within the expected range when the driveline was connected throughout the reported event date. At 17:39:26, a backup battery fault associated with the backup battery not passing the load test activated. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remains active for the remaining duration of the reported event date. These alarms did not affect pump operation. From 17:57:33 - 17:57:34, the driveline is disconnected which is consistent with the patients attempt to exchange their controller. The pump ramps back up to the set speed by 17:57:54. There were no other notable events active in the reviewed duration. The returned 11v backup battery was inserted into a test system controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed all testing without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Per provided information, the patient initially thought they were supposed to change out the controller with the alarm, this was before calling the emergency line. After speaking with the team, the patient was instructed to not change the controller. Reeducation was done upon arrival in the clinic to change out the backup battery. Upon changing the backup battery no further issues were noted with the patient. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action has been initiated to address the increase backup battery fault alarms. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the ebb replaced only had 4 months remaining battery life and was previously scheduled for replacement at the patients next appointment.

Event description:
It was reported that the patient presented to the hospital to get a backup battery (ebb) exchange due to an ebb fault that occurred the day before. The patient initially thought they were supposed to change their system controller but was re-educated over the phone the night before after they mentioned what they did. The ebb was changed out and no additional problems were noted and the issue resolved after the change out. Log files were sent for review. The log file captured backup battery faults on (B)(6) 2025, at 17:39:26. This was due to the ebb failing the load test. The log file showed the ebb fault at the end of the file as still active. However, it was thought that the battery was changed after the downloaded data was submitted. The driveline was disconnected on (B)(6) 2025 at 17:57:37 and reconnected at 17:57:52. The vad was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.